Manufacturer narrative:
(B)(4). Approximate age of device - 42 days. (B)(4). A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. The instructions for use list stroke and neurologic dysfunction as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic (B)(6) 2017 with complaint of a headache. Stat head computed tomography revealed acute to subacute right occipital lobe infarction without evidence of hemorrhagic conversion, as well as a remote right posterior frontal lobe infarction. The patient was admitted for assessment and observation. The only deficit was some visual changes. Inr was 1.9. The patient is on coumadin and lovenox. The lactate dehydrogenase level at 445 u/l, which is stable for this patient. No abnormal device parameters. The patient was discharged home.

Manufacturer narrative:
The evaluation codes were inadvertently omitted from the initial medwatch report. No further information is available. The manufacturer has closed the file on this event.